Event description:
On (B)(6) 2025, a new beta bionics ilet user reported elevated blood glucose (bg) readings following a supply change. The device alerted for high bg levels, with a reported peak of 400 mg/dl sustained for approximately two hours. The user completed a supply change later in the day and glucose levels had returned to 107 mg/dl. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.